Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming upstream occlusion. They instructed patient to check the line for any kinks and assure all the clamps were open. They had the patient remove the batteries and restart the pump. The pump continued to alarm. Then, had the patient turn the pump off. They instructed the patient that they may have to remove the catheter at this time. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of an upstream occlusion alarm is a kink in the tubing/disposable, or the upstream occlusion sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.